Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery error alarm or motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported the customer was doing a set change and the device alarmed motor error. Customer's blood glucose 14mmol/l. Customer reported the device had previously reported the device alarmed no delivery during prime. The deice was not exposed to an MRI. Customer does use the sensor feature but currently was unable to complete rewind sequence. Customer was advised to discontinue use to the device and revert to back up plan. No further information reported.